Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 3.2 mg/ml dilaudid (hydromorphone) at 1.08 mg/day and 2,000 mcg/ml compounded baclofen at 675 mcg/day. The reason for use was intractable spasticity and post spinal cord injury. Medical history included paraplegic, recent skin flap surgery, g-tube, and colostomy. It was reported that there was a pump critical alarm and the patient reported feeling anxious and had an increase in spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included someone from the physician office interrogated the pump on (B)(6) 2019. The rep was contacted on (B)(6) 2019 and interrogated pump and logs to find motor stall and recovery on multiple occasions since (B)(6) 2019. Motor stall considerations were reviewed, including to silence audible alarms, to consider pump replacement, and to periodically interrogate the pump for stall recovery. The rep wanted to know if the pump could be restarted, and it was reviewed that the pump would need to restart on its own if it does recover. Interventions/actions that were taken to resolve the issue included the pump was replaced on (B)(6) 2019. The device was returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due the shaft bearing. Analysis noted residue and wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.